Event description:
Sorin group (B)(4) was notified on (B)(4) 2012 of a mitroflow valve (model lxa, size 23 mm, s/n (B)(4)) that was explanted on (B)(6) 2012, for reported bioprosthetic aortic regurgitation due to intraprosthetic and periprosthetic leakage. The valve was implanted on (B)(6) 2011. As reported, although the patient was asymptomatic, the echocardiography after implantation showed a moderate intraprosthetic aortic regurgitation. Seven months post-implant, the patient experienced cardiac failure after a urologic procedure due to the reported severe aortic regurgitation. It was reported that at the time this mitroflow valve was implanted, the patient also had a bioprosthetic mitral valve implanted that was functioning normally.

Manufacturer narrative:
Device evaluated by manufacturer. The device was received on (B)(4) 2012, but an evaluation summary is not available at this time. Gross examination indicated that the device was returned in a dry state (not packaged in a fixative solution) which will prohibit a thorough evaluation of the valve. Evaluation codes: method: the results of the device history record review, including a review of the function testing video, confirmed the device met all material, dimensional, and performance requirements at the time of manufacture and release. Results: no definitive results at this time. Conclusion: no conclusion can be drawn at this time as device evaluation, possibly including histopathology, is in progress.